Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found a stain on the image sensor after aeration. In addition, the insertion tube had a bite/dent. The scope connector and ultrasound connector had moisture. The bending angulation was out of specification due to stretching of the angle wires. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified procedure, there was no image displayed. Another similar device was used to complete the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to investigational findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation, the loss of image was not confirmed. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.